Event description:
Bilateral total hip arthroplasties in (B)(6) 2005. On (B)(6) 2008, patient said he noted a snap in his right hip and that there was a mechanical change. He could no longer bear weight. Device given to patient after explanted.